Manufacturer narrative:
Country: (B)(6). This product is not approved for sale in us but a similar device with catalog# 1556200500, 510k# k131321 and UDI # (B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient with pre-operative dia gnosis of right s1 s2ai set screw came off. It was reported that it was a patient who was performed th10-s2ai with l3/4/5/s plif on (B)(6) 2017, after the operation, the set screw on the right side of s1 / 2 backed out (came off). When opened the wound with reoperation, the set screw of l5 on the left side also backed out, the rod (5.5mm diameter, cobalt-chromium) was broken at l5 / s on the left side. As for the set screws, all three had completely backed out, and the rod was slightly floating, but it was contained within the screw head. As per physician bone union might not be achieved. During the reoperation, all screws were replaced at three positions that set screws had backed out , the rod was connected by mrc on both sides. The left l5 screw was replaced, the right s1 s2 screw was replaced, and the rod was cut between the right l5 / s and was re-fixed on both sides using with mrc. There is no delay in overall procedure time. There were no patient symptoms or complications as a result of this event. There were no further complications reported regarding the event.